Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient reported lead failure due to unspecified issue noted two years ago, it was not specified if the atrial or the ventricular lead had the issues or whether the lead was capped or explanted. No further information could be obtained.